Event description:
One of the prongs is broken.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the returned instrument confirmed that one of the four prongs broke off. Previous investigations on this provided product code by the depuy france supplier attributed this breakage to misuse and heavy usage. A previous review conducted by depuy france found that the products conformed to the required specifications and found no manufacturing deviations or anomalies. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This is a duplicate report of 1818910-2014-12257. This report, 1818910-2014-11449, will be kept for investigation purposes. A separate follow-up report will be submitted to reject 1818910-2014-12257. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.